Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male had impella cp pump inserted. The patient had a thrombus that was confirmed by vascular surgery when the thrombectomy was completed. The surgeon had to surgically remove the thrombus.